Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a leak at the upper fitment of the silicone segment. There was no report of patient harm.

Event description:
The customer reported that the pharmacist attached tubing and primed with normal saline, then added the etoposide. Once the chemo was placed in the transport bag, a leak was noticed coming from an unknown location in the bag. There was no report of patient involvement. The event occurred inside pharmacy area. The tubing was in use for 30 min when the leak was noted.